Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v093181, implanted: (B)(6) 2008, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387-40, lot# l64602, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).

Event description:
It was reported that since replacement the patient only had a couple of events of tingling, shocking sensation in the back of the head, arm, and all over his body, and a rushing feeling in his head. He also had a loss of therapeutic effect from the left implantable neurostimulator (ins), which began in (B)(6) 2013. Impedances were measured and all were within range. The electrode combinations of case and 0 (2,054 ohms) and case and 3 (2,217 ohms) were a little high, but not clear opens. The patient was not getting any therapy or side effects on the day of the report when reprogrammed, even when stimulation was up to 5, 6, or event 9 volts. He did not feel anything when the impedances were checked as well. Up until now, they had been thinking the issue was related to the programming, but they tried all pairs and did not get a response. The lead had not been imaged yet and the right side ins was fine. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.